Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. Clinical details suggest a false position in the aorta alarm on march 31. The data log did not record any major trends or abnormalities in placement signals or motor current during the reported false position in the aorta alarm. The cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a patient was implanted with an impella 5.5 pump support along with extracorporeal membrane oxygenation due to a history of cardiomyopathy. The pump was supporting for 28 days when there were false in aorta alarms. The pump position was reviewed with imaging and found to be appropriate within the left ventricle. The pump remained on despite the false signal. The patient was successfully weaned from the pump and the device explanted.